Event description:
It was reported that high pacing impedance was noted on the pacemaker during device preparation. The pacemaker was not used. No patient was involved.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event of high pacing impedance was not confirmed. Telemetry, impedance and pacing function, battery and longevity analysis was normal with no anomalies found.